Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 565mg/dl. The customer believes that she may have forgotten to take a bolus. The customer stated that the numbers were ramping up during a bolus. She mentioned that the quick release was caught in her clothing. The customer took 20.0 units of insulin, and two hours later her blood glucose was 273mg/dl. Then the customer bolused again with a 1.2 units. Reviewed the bolus history and found that she did not get the last bolus. The customer was concerned that something is wrong with the insulin pump. No further information was provided.